Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000314, serial/lot #: (B)(4) /rev. 1. A medtronic representative went to the site to perform a system check out and they found that the complaint could be confirmed. The "c" key was not functioning properly, so the keyboard was replaced, and the issue was resolved. The returned keyboard had product analysis done to it. The analysis confirmed the complaint. The keyboard was tested by using keyboard tester.com, an online test application. The keyboard failed testing, as the "c" key was not functioning or reading correctly. The root cause was determined to be a faulty keyboard. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the "c" key on the keyboard was not functioning. There was no patient involved.